Event description:
Customer reported a continuous alarm tone when weight is applied to the sensor. The alarm was tested with a new sensor and the results remain the same. There is no visible damage reported to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product shows the alarm has intermittent power; the lcd turns on and off when tested. Also, there is no alarm sound. The unit does not pass functional test. (B)(4).